Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's mother reported that the loss of connection occurs when switching from cell data service to a wi-fi network. Patient's mother was advised on stopping and starting the g5 application when switching networks. No additional patient or event information is available.